Manufacturer narrative:
(B)(4). Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. The device history records for part 195248 lot 919220 were reviewed for deviations and/or anomalies with the following anomalies/deviations identified: (B)(4). Two pieces were scrapped for cosmetic non conformances i.e.machine lines on face. The reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted. Pn 195203 ln 088070; pn 195248 ln 919220; pn 195332 ln 792780; pn 195402 ln 946150. A complaint history review for item 195248 identified one additional complaint was found for item 195248 lot 919220 combination. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Related reports/concomitant products: MFR rpt 0001825034-2018-00812 ¿ item 195203 ¿ lot 088070 - vgxp intlk fmrl rt 60; MFR rpt 0001825034-2018-00814 ¿ item 195332 ¿ lot 792780 - vgxp xp e1 tib brg rl 9x71; MFR rpt 0001825034-2018-00815 - item 195402 ¿ lot 946150 - vgxp xp e1 tib brg rm 9x71.

Event description:
Clinical study 504 - it was reported that a patient underwent right knee surgery on (b)(6 2014. Subsequently, post-operative pain and other experiences were reported at the follow up visits: 3 month eq5d moderate pain and problems performing usual activities; 6 month: eq5d - problems performing usual activities, moderate pain, oxford - extremely difficult to kneel, pain has moderately interfered with usual work, moderately difficult to walk down stairs and mkss - moderate pain; 1 year: eq5d - problems walking, problems performing usual activities, moderate pain, oxford -moderate pain, only 5-15 minutes before severe pain on walking, limping most of the time, moderately difficult to kneel, pain in bed most nights, moderately interfered with usual work, moderately difficult to walk down stairs and mkss - moderate pain; and 2 year: mkss moderate pain. At this time, there is no indication of surgical delays or medical intervention.